Manufacturer narrative:
(B)(4). No similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -5.5/+1.5/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The surgeon reports pigment dispersion syndrome.

Manufacturer narrative:
B5: additional information: reportedly on (B)(6) 2021 the lens was repositioned. On (B)(6) 2021 the lens was explanted. The surgeon reports persistent pigment dispersion-"pigment dispersion for 3 months despite normal angles, 500um vault, and reposition." After explant-"waiting for pigment to clear. No anticipated issues." Cause is reported as a patient-related factor. Claim#: (B)(4).